Manufacturer narrative:
H4: device manufactured on november 1, 2021 -november 2, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume infusors underinfused medication to the patient. The expected therapy time was 48 hours; however, after 48 hours, half the medication dose remained and was not delivered to the patient for a device. In an attempt to resolve this issue, the second device was prepared. After 24 hours, the underinfusion was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event was observed (B)(6) 2023 to (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.